Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 20 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct relationship between the device and the reported event could not be determined. Bleeding is listed in the heartmate 3 instructions for use as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient presented in clinic with decreased hemoglobin, hyponatremia, and leukocytosis. The patient was asymptomatic and admitted to the hospital. There was no evidence of external bleeding. Coumadin and aspirin were held. On (B)(6) 2018, 2 units of packed red blood cells (prbcs) were transfused and a gastrointestinal evaluation was initiated. The next day, the esophagogastroduodenoscopy was completed and the exam was normal with no bleeding observed, biopsies were completed, and another unit of prbcs was given. On (B)(6) 2018, the patient underwent a capsule endoscopy and 2 small non-bleeding arteriovenous malformations were identified and anticoagulation medications were resumed. Warfarin was restarted with heparin as a bridge to therapeutic inr. No additional information was provided.

Event description:
Additional information: on (B)(6) 2018 there were no signs of bleeding but inr was not therapeutic. On (B)(6) 2018 the patient's inr became therapeutic and the patient was discharged home.